Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial under-sensing was observed in the blanking period during atrial tachycardia/atrial fibrillation (at/af) episodes which caused device mode switching. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead was reprogrammed.